Event description:
Port-a-cath inserted approximately 1 year ago at an outside facility. In 2007, patient was transferred to the hospital after a dislodged catheter tip was noted to be in the right ventricle on fluoroscopy during placement of a PICC line at the outside facility. Patient was admitted to the hospital with an intra-cardiac foreign body and was evaluated by cardiology and interventional radiology. Three days later, patient underwent successful removal of the catheter tip from the right ventricle by interventional radiology. The patient was monitored overnight and on the following day, was deemed stable to be returned to the other facility.